Event description:
Reportedly, stenting to a heavily calcified lesion at #5-#11 was made using the subject guidewire afer rotablator procedure and pre-dilatation by a balloon catheter. When the pull-back manipulation was made to the guidewire in order to re-advance the guidewire to a lesion at lad, the guidewire was trapped in the stent. Unknown microcatheter was advanced over the guidewire to support, and removal of the guidewire was attempted but in vain, and the guidewire tip separated. The separated tip section was fixed to the vessel wall by additional sent. The patient is in stable condition and has been released from the hospital.

Manufacturer narrative:
Helical deformation was observed at the distal section of the returned guidewire, suggesting a strong abrasion force applied. Coil wire was found elongated and broken, core wire was found broken at approx. 6mm, while the twist wire of the inner structure of the guidewire was broken at approx. 2mm, from tip of the guidewire respectively. Sem observation revealed the trace of pull-apart breakage at the breakage sites of the guidewire. Lot history review revealed no anomaly relating the reported event. No other incident report has been received for this lot product. With the provided information and the outcomes of the investigation, it is inferred that the guidewire was pulled back with force for removal from the trap, resulting the breakage of guidewire tip due to the force exceeding the product design limit. Warning section of IFU describes "do not manipulate the guidewire through strut of stent." "If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved exit may break or became damaged... Resulting fragments being left inside vessel.